Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The photograph that was provided was evaluated. Based on the photo, a device malfunction was not identified. The screw loosening event cannot be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D10: device availability. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed to "no": device not returned. H6: entered evaluation codes. H10: added manufacturer narrative. Device not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (mhlas) loosened.